Manufacturer narrative:
The country of origin is (B)(6). The field service technician found a leaky detergent tube at the vacuum vessel and exchanged the whole tube assembly and confirmed the system had acceptable results.

Event description:
The initial reporter received questionable ise indirect sodium for gen.2 results from the cobas 6000 c (501) module analyzer. The initial result was 164 mmol/l and the rerun result was 141 mmol/l. The questionable results were not reported outside the laboratory. The reagent lot number and expiration date were asked for but not provided.